Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired across the renal artery. The device made an unusual noise when fired. When it was pulled off, it had cut the renal artery. They were unable to determine if any staples were formed. They could not see any staples only bleeding. The surgeon was able to find the stump of the renal artery with a 3o prolene. This prevented them from opening the patient and stopped the bleeding. The procedure was continued laparoscopically. The exact amount of blood loss is not known. There was no indication of blood product being administered to address the bleeding. The current status of the patient is not known. It is unknown how the case was completed. There was no additional patient consequence noted.